Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated the issue was detected after (B)(6) 2020. A display check of the meter was performed, and the bottom half of the numbers were missing from the results field of the display. This could potentially lead to a result misinterpretation. There was no allegation an actual result misinterpretation occurred. The reporter stated there was no visible damage to the meter.

Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.